Event description:
The caller alleged discrepant results when compared with the lab results reported as follows; date: 2008. Inratio: 2.2. Lab: 4.2. Certain prescription drugs and over the counter medication can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2008. Inratio: 2.2. Lab: 4.2. Mean: 3.2. Confident limits: 1.9-4.6. The inratio and lab values are within the confident limit, as per internal procedure, patient had lovenox dose administered one hour prior to testing. Product will not be investigated. Product will not be investigated. As per user's guide "what causes unexpected results" certain prescription drugs and over the counter medication can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value.